Event description:
It was reported that the patient was to have a brain MRI to rule out a stroke. It was noted that the patient had slurred speech, expressive aphasia, dysarthria, and generalized weakness. It was unknown if the symptoms were related to the patient's deep brain stimulation system and had no indication that is was in the patient's paperwork. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 7482a66 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 7482a66 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3389s-40 lot# v114266, implanted: 2009 (B)(6), product type lead product ID 3389s-40 lot# v190602, implanted: 2009 (B)(6), product type lead product ID 37642 lot# serial# (B)(4), product type programmer, patient. (B)(4).